Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had a blank display and it was beeping after it has been exposed to pool water. Customer also reported that the battery cap contacts fell off and was glued on the battery cap. Unable to troubleshoot for blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was replaced and expected to return for analysis.

Manufacturer narrative:
Pump powered up properly after battery installation. No blank display noted. Pump passed the self test, and displacement test. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to the printed circuit board during visual inspection. Moisture damage was found on the electronic assembly during visual inspection. No moisture damage was found on the motor/force sensor/keypad assembly. Pump received with scratched case, pillowing keypad overlay, stained keypad overlay, and minor scratched lcd window.